Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014, patient underwent following procedure: three- level 360 fusion at l3-4 through l5-s1. Anteriorly, cages with 30mm screws measuring 13 x 12 degrees at l3-4 , l4-5 and l5-s1 levels. Cages were packed with rhbmp-2 and bone graft. Posteriorly, stab incisions were made and gs medical pedicle screws were placed. Bilateral l3 screws were 7.5 x 45, left l4 7.5 x 45, right 7.5 x 45 and bilateral sacral screws 7.5 x 40. All screws triggered emg potentials tested greater than 16 ma; for pre-op diagnosis of: diskogenic low back pain, 2. Lumbar radiculopathy. No complications were reported.